Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 16 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had an acute episode of aphasia around 5:30 am on (B)(6) 2017 along with right sided weakness and subtle facial droop. CT scan was performed which showed a large left frontal intracranial hemorrhage (ich). Heparin gtt, warfarin and acetylsalicylic acid (aspirin) were stopped. Repeated CT scan showed worsened left frontal ich with intraventricular bleed. Exam was also worsening throughout the day, more drowsy, weak cough, still following commands and the 3rd CT was stable from pri or CT. Modified rankin scale (mrs) is 4. Stroke resolved on (B)(6) 2017.